Event description:
Anesthesiologist was attempting insertion of dialysis catheter in left internal jugular vein, could not insert because of excess tendency of guidewire to kink and bend. Had to use another kit by same MFR to insert into subclavian vein instead. Subclavian vein more difficult to detect any bleeding problem.